Event description:
It was reported that during an unknown procedure, the stapler malfunctioned. It did not clip, i.e. The clamps were opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information requested: what type of procedure was the device used in? Was the trigger advanced with no staples deployed? Did the device lock out and could not be fired at all? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)?

Manufacturer narrative:
(B)(4). Additional information: batch # l5277g. The analysis results showed that the tlh60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.